Event description:
A customer contacted beckman coulter, (bec) to report a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was not determined by the customer and the leak was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection to this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found that the vacuum trap had overflown into the compressor and flooded the pneumatic power supply. The fse replaced the vacuum trap and the pneumatic power supply. After parts replacement, the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was that the vacuum trap had overflown. (B)(4).